Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 defibrillator showed a red x and would not stop beeping. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.there was no patient involvement.

Manufacturer narrative:
.

Manufacturer narrative:
A distributor evaluated and fixed the issue. Philips did not evaluate the device. No additional information is available. No conclusion can be drawn.